Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke. The surgeon was able to retrieve half of the needle and applied another device to complete the procedure. The hosp has reported no pt injury occurred.